Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer redid the self-check, and the device was back to normal use, reported problem cannot be reproduced.

Event description:
It was reported to philips that the device could not perform the self test. There was no patient involvement.